Event description:
It was reported that during a unspecified treatment procedure, insertion difficulties occurred. The target lesion was located in an unspecified coronary artery. Difficulty was noted while attempting to insert an unspecified guide wire through the insertion tool included with the advantage balloon catheter inflation device and the guide wire had to be backloaded through the insertion tool. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).